Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as high; cause was due to malfunction alarm. Customer administered a manual injection to address bg level. The customer was admitted into the emergency room and treated with manual injection. Customer was released from the hospital on (B)(6) 2025 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.